Event description:
Litigation papers allege was injured by excessive levels of chromium and cobalt. Update: (B)(4) 2013 -sales rep reported revision surgery due to pain. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2011, plaintiff's fact sheet form was received which identified part/lot information. There is no new information that changes the outcome of this investigation. Update: medical records received (B)(4) 2013. Revision operative report indicates the following: pain; elevated cobalt levels; fluid collection which appeared to be the result of metal on metal wear; pseudotumor; slight amount of corrosion; socket appeared to be retroverted and somewhat vertical and was very well ingrown. The adapter sleeve and femoral stem have been added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.